Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain and complex reg pain syndrome type 1. The pump contained dilaudid with a concentration of 20 mg/ml at a dose of 0.123 mg/day. It was reported the patient had an 8474 error code (pump reset) on their personal therapy manager (ptm). The patient was not able to give a bolus. The code was not resolved on the call. The patient was not in the office. No patient symptoms were reported. The patient said she had not been able to give a bolus for the past week. Additional information received from the representative on (B)(6) 2017 stated the logs showed a low battery reset occurred on (B)(6) 2017. Additional information received from the representative on (B)(6) 2017 reported the patient¿s pump was replaced two days after the reported event. The affected pump was not retrieved after explant by the representative that covered it. The patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.